Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged/missing eyepiece rings could not be determined, however, the issue was likely the result of wear and tear due to age and excessive force due to user handling/mishandling. Additionally, a definitive root cause of the observed burnt light guide connector and foreign material adhesion on the internal lens could not be determined, however, the issues were likely the result of repetitive use stress, lack of maintenance and user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: mie prefecture welfare agricultural cooperative federation matsusaka central general hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had bad illumination due to a burnt light guide connector and the image had defects due to foreign matter adhering to the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus rigid scope had a poor visual field that was black with image missing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a part of the eyepiece ring was detached. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.